Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Promus element mr, ous, 2.5x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube was broken at 200mm distal from the end of the strain relief. There were also multiple kinks found along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.